Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a power issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no power issues were observed in the black box. And no activity outside normal use was observed in the recorded history of the pump. No damage was found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump and was measured to be within specifications. The pump was powered on normally with no alarms and was exercised for 24 hours with no power issues occurring. There was no evidence of internal damage or moisture corrosion. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.